Event description:
On (B)(6) 2012, an article was received which used the engel, ilae, and mchugh scoring systems to rate the medical records of children who had undergone vagus nerve stimulator implantation between (B)(6) 2001 and (B)(6) 2011 at a particular hospital. The article stated that there was one patient whose device needed replacement after 34 months because of battery failure. The identity of the patient is unknown at this time as no further information has been received to date.